Event description:
After 8 months of implantation, this lead was explanted because of erosion and a pocket infection. The other device(s) involved with this case have been reported on MDR(s).

Event description:
After 8 months of implantation, this lead was explanted because of eroision and a pocket infection. The other device(s) involved with this case have been reported on MDR(s).